Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complainant reports ¿moldy dressing¿. The dressing was not used. Photos depicting the reported complaint issue were provided.

Manufacturer narrative:
A batch record review indicates no discrepancies. Photos and samples were evaluated by the supplier in accordance with work instruction. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092, third party manufacturing site: 2320643.

Event description:
No further action required by medical evaluators. Medical reviewer edits needed.